Manufacturer narrative:
The device has been returned for evaluation. Investigation is not complete.

Event description:
Device malfunction: failure to deploy thumb advancer, clip. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. Reportedly, the procedure went well initially. The thumb advancer was advanced and click 3 was heard. The thumb advancer then moved back and the device came out of the artery. The vessel locator button remained depressed. Hemostasis was achieved with manual compression. Afterwards the technician intentionally fired the device to see if the clip would deploy, but no clip was seen nor was a clip seen in the tissue tract. The operator felt that the clip "either did not deploy or was not on the rod". There were no unusual vessel characteristics. Though requested, no additional information was available.